Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of either experiencing a post traumatic event while sleeping, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the three, which led to the humeral liner disassociating from the humeral tray.

Manufacturer narrative:
Pending evaluation.

Event description:
Approximately 6 months after 1st revision surgery for pe disassociation, this (B)(6) y/o male patient was reviewed for left shoulder pain. No history of trauma; however, patient slept on left (operated) shoulder. Humeral liner was replaced. Patient was last known to be in stable condition following the event.

Event description:
It was reported via clinical study that approximately 6 months after 1st revision surgery for pe disassociation, the patient was reviewed for left shoulder disassociation of polyethylene. No history of trauma. Humeral liner was found to be disassociated and patient underwent standard reverse revision surgery. This event is now considered resolved and the clinical report indicates that this event is definitely related to the device(s) and definitely not related to the procedure.